Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/11/2017 with the following findings: a review of the pump black box showed multiple unexplained pump reboots. A visual inspection revealed that the battery compartment was cracked at the threads. The returned battery cap was able to fit securely to the pump but was difficult to remove due to a worn top. No reboots or power loss occurred with the returned battery cap. During testing, the pump ez-prime steps were performed correctly with no power interruptions. The pump cover was removed and no damage or moisture ingress was observed on the power circuit. The complaint of no power was shown in the pump history but was not duplicated during investigation.